Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "it was reported that transmitter failed error occurred."

Event description:
It was reported that pair new transmitter alert occurred. The reported event of a pair new transmitter alert is reportable based on the finding of a failed transmitter error.